Event description:
Pump indicated system error 105. Turned pump off and on again as instructed on the screen four times and it would not function properly. Removed pump. The patient was not happy as this pump was brought in to replace another pump that had been alarming all morning with the uptream occlusion alarm.